Event description:
Reported as the patient had a port site hematoma. Under treatment, the doctor observed the tubing eroding into the colon. Also noted was a small esophageal perforation. The patient was taking prednisone (steroid) which is a contraindation for the device.

Manufacturer narrative:
Taper ii, the product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Erosion, hematoma and esophageal perforation are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required." Device labeling address the possible outcome of esophagus perforation as follows: discard the calibration tube after use only when one surgeon has completed surgery. During insertion of the calibration balloon, care, must be taken to prevent perforation of the esophagus or stomach.